Event description:
It was reported a patient while on telemetry had gone into vf/vt in a side room of the unit. The patient had hit his head on the floor when the arrhythmia happened. The patient had an implantable cardioverter-defibrillator (ICD) which shocked them back to a normal rhythm. However, staff reported that there was no alarm at the central station when the patient went into vf/vt. As such the patient was only found on the floor ten minutes after the event. No disclosure event had been stored on the central station. Staff found the event looking through the full disclosure. Additional information was received on 25july2018: the gentleman involved in the issue suffered a fractured skull, subarachnoid hemorrhage and severe bruising. He had cts and x-rays, but required no surgical intervention. The suspected system failure (telemetry) resulted in him being on the floor for around 9 minutes before nursing attention and subsequent treatment.

Manufacturer narrative:
A complaint was filed in which the user expected an alarm for vt/vf based on review of the patients strip report. No logs were available for analysis which could help to indicate what alarm was missed for the specific patient monitor. The strip report acquired from the patient during the event, was converted into a simulation file to be assessed on the customers' m300 and several known working m300's. The issue was not verified. Functional testing of the m300 showed no malfunctions and the device worked as intended. It was determined that the description of event was consistent with arrhythmia alarms being set to "off" and not a device malfunction.

Event description:
It was reported a patient while on telemetry had gone into vf/vt in a side room of the unit. The patient had hit his head on the floor when the arrhythmia happened. The patient had an implantable cardioverter-defibrillator (ICD) which shocked them back to a normal rhythm. However, staff reported that there was no alarm at the central station when the patient went into vf/vt. As such the patient was only found on the floor ten minutes after the event. No disclosure event had been stored on the central station. Staff found the event looking through the full disclosure. (30 day mdv as there was no report of a serious injury or medical intervention due to the alleged no alarm.) Additional information was received on 25july2018: the gentleman involved in the issue suffered a fractured skull, subarachnoid hemorrhage and severe bruising. He had cts and x-rays, but required no surgical intervention. The suspected system failure (telemetry) resulted in him being on the floor for around 9 minutes before nursing attention and subsequent treatment. (This changed our decision to now report as a 10 day mdv based on new information received on (B)(6) 2018).